Manufacturer narrative:
(B)(4). Carefusion technical support shipped the distributor a replacement main printed circuit board assembly. A return goods authorization (rga) number was also issued for the return of the alleged faulty main printed circuit board assembly for evaluation. As of (B)(6) 2015 the alleged faulty main printed circuit board assembly has not been received.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit that is alarming vent inop and motor fault. The turbine was replaced, but the problem was not resolved. The main printed circuit printed board was replaced, and the problem eventually corrected. No information provided regarding patient involvement.